Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger screw was loose and had unintended motion. It was further noted that the device operated unintendedly due to the rear housings being separated from the mid-plate apart and the trigger was loose. The rear housing separating from the mid-plate due to the trigger screw coming loose which is consistent with normal wear. The trigger screw had back out, which allowed the trigger body to move, resulting in the rear housing was separated. The device also failed pretests for visual assessment, intermittent test assessment and final assessment. The assignable root cause was traced to normal wear.

Event description:
It was reported that during an unspecified surgical procedure, the kincise impactor device was not firing and sounded like the motor was not firing. During in-house engineering evaluation, it was determined that the was loose and had unintended motion. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.